Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2025 and (B)(6) 2025. The sensor was inserted into the abdomen on (B)(6) 2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2025 and (B)(6) 2025. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient reported that she felt nauseous, had a headache, and dry mouth. The patient stated her cgm values were ¿jumpy and inaccurate¿ when compared to her bg meter tests. However, no specific values could be recalled. Then at an unspecified time later, the patient¿s cgm was ¿stuck on high mg/dl¿. The patient was wearing an omnipod insulin pump. Around 3pm, the patient went to the ER for evaluation. At the ER, the patient¿s bg meter reading was between 400-500 mg/dl while the cgm was reading high mg/dl. The patient could not recall what medication or treatment she received while in the hospital. The patient was ¿fine¿ but still in the hospital at the time of report (3 days to date). Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.